Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation revealed dried blood/bloody fluid in the lead lumen. Allegation of diaphragmatic stimulation and dislodgement not confirmed visually.

Event description:
Boston scientific received information that that this left ventricular (lv) lead had dislodged little which probably caused the diaphragmatic stimulation that the patient has been feeling. This lead was explanted and returned. Additional information received confirming the muscle stimulation in all configuration brought about by microdislodgement of the lv lead. No adverse patient effects were reported.